Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('embedded in the uterine wall') and embedded device ('embedded in the uterine wall') in a female patient who had essure (batch no. 626207) inserted for female sterilisation. The patient's medical history included adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed,salpingo-oophorectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and embedded device outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: right cornua had 6 viable coils and left cornua had 3 viable coils discrepancy noted: date(s) of removal: (B)(6) 2020 most recent follow-up information incorporated above includes: on 9-jul-2020: mr received- event- embedded in the uterine wall added. Medical history added, lot number added, date of birth added, lab details added, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('embedded in the uterine wall') and embedded device ('embedded in the uterine wall') in a female patient who had essure (batch no. 626207) inserted for female sterilisation. The patient's medical history included adnexa uteri cyst. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed,salpingo-oophorectomy, supracervical hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and embedded device outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. The reporter commented: right cornua had 6 viable coils and left cornua had 3 viable coils discrepancy noted: date(s) of removal: (B)(6) 2020 lot number: 626207 manufacturing date: 2007-11 expiration date: 2009-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.